Event description:
On (B)(6) 2009, pt reported that her infusion device vibration became louder and stronger than it used to be. Pt stated about two weeks ago, she noticed that the vibration was very loud and strong which startled her each time the infusion device vibrates. She stated she feared that there may be something loose inside the infusion device that would cause the vibration to be stronger. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.